Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he was hospitalized with a high blood glucose reading of 420 mg/dl and diabetic ketoacidosis. The customer was treated overnight with intravenous fluids. The insulin pump was removed at the hospital. The customer declined troubleshooting.